Event description:
The reporter stated that they did meter to hcp meter comparison tests, side by side, using a single fingerstick. Pt's meter read 16 mg/dl, and their doctor's meter (also surestep) read 230 mg/dl; second test results were 20 and 230, respectively. Pt did not have any symptoms. The rptr stated that they store test strips out of the vial. Control solution testing was not done due to unavailability of supplies. No harm was alleged.